Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient stopped responding to sound with the device. No accident or trauma was reported. In situ measurements taken in (B)(6) 2016 show all channels with high impedance and/ or possible short circuit; previous measurements taken in (B)(6) 2016 show all channels within normal limits. Patient may be re-implanted. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient stopped responding to sound with the device. No accident or trauma was reported.